Manufacturer narrative:
The customer¿s report that the tubing tore apart was confirmed. During visual inspection, it was noted that vinyl tubing was completely separated from the inlet port of the upper y-site. Inspection under magnification revealed that both sides of the vinyl tubing had no solvent applied at the engagement. There were no other anomalies observed. No functional testing of the set was deemed necessary due to the obvious separation at the component engagement. Fluid was leaking from the separation. A dimensional analysis was performed on the vinyl tubing, which ws found to be within specification. The root cause was identified as a manufacturing issue, with no solvent having been applied at the junction of the vinyl tubing to the y-site.

Manufacturer narrative:
The products have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
Customer reported the tubing "tore apart" during an infusion of normal saline. No patient harm reported.